Event description:
The field application specialist reported the customer received a questionable human chorionic gonadotropin, stat (hcg) result for one patient sample on the first day the analyzer was in use for diagnostic testing. The patient was drawn in the ER and the initial result was 0.777 miu/ml. The ER doctor questioned the result saying he heard a heartbeat. The laboratory repeated the same sample and received a result with a data flag. The laboratory again repeated the sample with a dilution of 1:100 and the result was 78263 miu/ml. The patient was not adversely affected. The hcg reagent lot number was 16812401 with an expiration date of 08/31/2013. The field service representative could not find a cause. He performed precision testing and the customer ran qc which recovered within ranges. He duplicated the issue while performing precision testing using a serum based control. He observed proper mechanical function and alignment. Further investigation could not determine a specific root cause.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.